Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 5502857.

Event description:
Additional information received indicates the lead was explanted to address the ineffective stimulation and the unable to enter MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.